Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was last seen on (B)(6) 2018. The patient¿s next appointment was scheduled for (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Refer to manufacturer report #3007566237-2018-00330 for details pertaining to the related reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-01-29 crts (b)(4: information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had complications from their stage one surgery and the patient ended up in the neuro ICU then had to go to a rehab facility. No further complications were reported or anticipated with this event.